Event description:
It is reported that a customer has physical damage on the screen of their insulin pump. The patient's blood glucose level was at 187 mg/dl. The customer stated that the device might have bumped into rocks that he was carrying. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and no cracks found at lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.